Event description:
It was reported that prior to implant the device was interrogated and the battery bar was gray with pre-implant indication. The device was not used. No patient complications have been reported as a result of this event.